Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio flex meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2018, at 01:00am she obtained results of ¿427, 371, 336 and 313mg/dl¿ on the subject meter, performed more than 20 minutes apart, therefore do not meet lfs criteria of a valid comparison for precision. The patient manages her diabetes with fixed insulin doses and took her usual dose of novolog insulin at 01:00am on (B)(6) 2018, in response to the alleged issue. The patient reported that at 03:00am on (B)(6) 2018, she developed a symptom of ¿seizure¿ and the emergency medical services (ems) were contacted who performed a blood glucose test on an ems meter, which gave a result of ¿27mg/dl¿ and she was treated with ¿glucose tablets or gel¿. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The patient¿s products were replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.